Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device in an off-label location, implanting the neurostimulator too close to the targeted nerve, and inadvertently puncturing bone or tissue during the procedure have been ruled out as potential causes. Additionally, the patient performing excessive twisting, bending, or stretching and improperly closing the incision site were ruled out. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the incisions opening is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, a CAPA is not required at this time. Other adverse events issue rates will continue to be tracked and trended.

Event description:
The patient reported wound dehiscence as their incision had broken open and was bleeding. The patient was seen in the emergency department where a steri-strip was placed on the incision, antibiotics were prescribed, and the patient was instructed to follow-up with their implanting clinician. The patient attended their follow-up appointment on (B)(6) 2025 and was instructed to continue with the steri-strips. On (B)(6) 2025, the commercial team member received a new picture of the incisions which appeared to have opened up further. The patient was instructed to go to the nearest emergency department where the wound was re-dressed, additional antibiotics were prescribed, and the patient was instructed to follow-up as soon as the patient returns to town on (B)(6) 2025. A supplemental report will be submitted as additional information becomes available. Additional information was received on february 25, 2025. The patient had a wound check on (B)(6), 2025 and it was noted the incision was not closing. An explant procedure will be performed on (B)(6), 2025. An explant procedure was performed on (B)(6) 2025 without complication. The patient will be monitored for healing and will be considered to be implanted with new neurostimulators after six or more weeks of monitoring.

Event description:
The patient reported wound dehiscence as their incision had broken open and was bleeding. The patient was seen in the emergency department where a steri-strip was placed on the incision, antibiotics were prescribed, and the patient was instructed to follow-up with their implanting clinician. The patient attended their follow-up appointment on (B)(6) 2025 and was instructed to continue with the steri-strips. On (B)(6) 2025, the commercial team member received a new picture of the incisions which appeared to have opened up further. The patient was instructed to go to the nearest emergency department where the wound was re-dressed, additional antibiotics were prescribed, and the patient was instructed to follow-up as soon as the patient returns to town on (B)(6) 2025. A supplemental report will be submitted as additional information becomes available.

Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device in an off-label location, implanting the neurostimulator too close to the targeted nerve, and inadvertently puncturing bone or tissue during the procedure have been ruled out as potential causes. Additionally, the patient performing excessive twisting, bending, or stretching and improperly closing the incision site were ruled out. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the incisions opening is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, a CAPA is not required at this time. Other adverse events issue rates will continue to be tracked and trended.